Event description:
Tech alleged that the head end of the bed is not going down on its own. The hi/low head end of the bed is going down using the side rail controls, but not when using the manual trendelenburg lever. No injuries reported.

Manufacturer narrative:
The tech found the trendelenburg valve is stuck. The tech replaced the trendelenburg valve to resolve the issue.